Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to corrosion on the plug unit. In addition to the reportable findings documented in b5, the non-reportable evaluation findings are as follows: air/ water cylinder had no color, suction cylinder had no color, switch flexible printed circuit unit had corrosion due to water leakage, plug unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, micro connector unit in suction connector had corrosion due to water leakage, cable unit had corrosion due to water leakage, bending angle in left direction did not meet the standard value due to wear of the angle wire, plastic distal end cover had a scratch, adhesive around the light guide lens had a crack, adhesive on the bending section cover was detached, connecting tube had coating peeling, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a b30 endoscope communication error. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air/ water cylinder and tube. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.